Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 h6: component code mechanical (g04) ¿ head remove type of investigation code 4114 ¿ device not returned visual inspection of the returned head found a chip in the face with some scuffing on the od. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk m2a head, lot: unk, part: unk, unk m2a magnum cup, lot: unk, part: unk, unk integral 10 reduced proximal profile stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-03038, cup: 0001825034-2019-03039.

Event description:
It was reported that a patient underwent initial right total hip arthroplasty. Subsequently the patient was revised almost eleven years later and during surgery a pseudocapsule and tissue damage (thickened synovium) were noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated, but the reported event was confirmed through review of medical records. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.